Manufacturer narrative:
During investigations it was noticed the ceiling lift cover was cracked. No signs of strap between gear and motor. Upon removing the bottom plate, there was no sharp edges on the bottom plate to cause such damage to strap. The root cause was unknown that caused the event. The ceiling lift strap was replaced and tested. Corrective action: no corrective action action was necessary at this point. Manufacturer will continue to monitor such events.

Event description:
Ceiling lift strap broke post transfer.

Manufacturer narrative:
1 registered nurse and 1 student nurse completed transfer from the geri-chair to bed; the black strap fell off when the nurse was using the remote to position the lift back to its normal position post-transfer. The patinet was not being transferred when the incident occurred. Both users of the transfers have received training for use of the lift.

Event description:
Celing lift strap broke post transfer.